Manufacturer narrative:
The results of the investigation are incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that two parts of the filter housing are not sticking together. No report of pt injury.